Event description:
Initial hcg result of 79.96 miu/ml. Same sample repeated 2 days later gave result of >10,000 miu/ml. The sample was then diluted and gave result of 68,989 miu/ml. The initial result was reported. No information provided to determine if results were used to guide therapy. The field service rep was unable to determine cause.